Event description:
Customer reports strip label expiration date is 12/31/2008 while using the advantage system. Acc agent reports sap expiration date is 12/31/2007. Batch record verification shows expiration date is 12/31/2007. No qcs were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.